Manufacturer narrative:
The original surgery date is unknown. It was reported the hardware was not the source of the infection. The hardware remains in situ. This adverse event is being reported for notification purposes. The type of infection is unknown. If additional information is provided, a follow-up report will be submitted.

Event description:
An 82 y/o male patient developed an infection postoperatively. The surgeon performed an I&d on (B)(6) 2022.